Event description:
Report received from the USA stating that the device had a hole in the cord. The device was not used in surgery. No injury or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Reference: (B)(4).